Event description:
It was reported that the catheter had dislodged. The catheter was revised and a new distal section of the catheter was implanted. This device system delivered gablofen. It was later reported that the patient experienced symptoms of withdrawal; fever, itching, and general discomfort. Troubleshooting done by the physicians let them to believe that the catheter was not in the intrathecal space. The patient was believed to be doing well following the revision.

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# unknown, implanted: (B)(6) 2007. Product type: catheter.